Event description:
The initial reporter received questionable t4 elecsys , elecsys t3, elecsys tsh assay results from three patient samples tested on the cobas 6000 e601 module. This medwatch is for the t3 assay. Please refer to: MDR with a1. Patient identifier (B)(6) for the t4 assay. MDR with a1. Patient identifier (B)(6) for the tsh assay. The initial results were not reported outside of the laboratory. The results did not match the patients' clinical records prompting the rerun of the patient samples. Please refer to the attachment (B)(6) for the table containing the highlighted questionable results.

Manufacturer narrative:
The serial number of the cobas 6000 e 601 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The field service engineer replaced the measuring cells and the sipper seals. He performed a precision check with successful results. The investigation noted that the observed discrepancies appeared to be erratic and did not follow a specific pattern. The investigation reviewed the alarm trace; a few sipper alarms were noted. The investigation's reagent support checked the qc and calibration data; a reagent-related cause was not identified. The investigation determined that the event was caused by the seal - consistent with a leakage at the sipper. The investigation determined the service actions resolved the issue.